Manufacturer narrative:
Upon receiving the device involved in the MDR event from the distributor, nakanishi conducted a failure analysis of the returned device [report no. (B)(4)]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject p200-2ses device [(B)(6)]. There were no problems observed during manufacturing or testing noted in the DHR. There were also no repair history records since the device was shipped. B) nakanishi conducted a visual inspection of the returned device and observed that there were no visible abnormalities on the outside of the handpiece, such as cracks, dents, or deformation. C) nakanishi performed a manual reproducibility test. Nakanishi mounted a bur to the handpiece and locked the chuck. Nakanishi then pulled the bur by hand from the handpiece to check whether or not the bur was removed from the handpiece and observed that the bur was not able to be pulled out of the handpiece. D) nakanishi measured the bur pull-out force and observed that the value was within the device specifications (45n or greater). However, nakanishi observed that the value became 5.8n which was below the device specifications when the bur was inserted to the handpiece in the wrong direction. Nakanishi confirmed that the bur was locked even though it was inserted wrongly to the handpiece but not held securely due to the chuck structure. Conclusions reached based on the investigation and analysis results: a) nakanishi could replicate the reported event only under the conditions that the bur was installed in the wrong direction and identified the cause of the bur coming out of the returned device was decrease in bur retention force due to wrong mounting of the bur to the device. B) misuse by the user led to loose tightening of the bur, which contributed to the bur separation c) in order to prevent a recurrence of the bur separation, nakanishi took the following actions: c.1) nakanishi reviewed the operation manual and reconfirmed the clarity and understandability of the instructions. C.2) nakanishi will report the above evaluation results to the distributor and directed the distributor to remind the user of the importance of using and checking the device prior to use to prevent the bur separation, as instructed in the operation manual.

Event description:
On may 1, 2023, nakanishi received an email from a distributor ((B)(4) united kingdom) about a malfunction of an (B)(4) handpiece. The details are as follows: details are as follows: the event occurred on (B)(6) 2023. A surgeon was performing a surgical extraction procedure on two teeth of a patient using the p200-2ses handpiece (serial no. (B)(6)). The first extraction went very well and during the second extraction, the bur jammed in the bone and came out of the handpiece. The surgeon stopped immediately and confirmed that the chuck was still locked but the bur was in the patient's mouth. The bur was recovered by the surgeon and the patient was not injured in the event.